Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, showing an increase in radial folds and diffuse thickening of the covered capsular complex up to 1.7 mm, mastalgia, ganglion growths with echogenic thread of an inflammatory appearance, no larger than 10 mm in the short axis per ultrasound". Later healthcare professional reported "capsular contracture, mastalgia, breast implants with sonographic findings consistent with contracture. Diffusive thickening of the covered capsule complex up to 1.7mm, baker grade IV via ultrasound". This record is for the right side. Device remains implanted.